Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
"Went thru hours...to pick the tampon out... Had to attend the doctors surgery [foreign body in reproductive tract] agony [¿]to pick the tampon out, vaginal pain [vulvovaginal pain] string detached from tampon [device breakage]; trying to change myself during a period and the string detached from the tampon, went thru hours [¿] to pick the tampon out [complication of device removal]." Consumer sent e-mail stating the string detached while she was changing the tampon. No serious injury was reported.